Manufacturer narrative:
On (B)(6) 2016, the field service engineer was dispatched and took apart wash syringes and found one of the bushings had fallen apart. The fse replaced the part and the aia-2000 was functioning as intended. No further action required from field service. The probable cause of the event was the failure of the wash syringe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported on the aia-2000st, that they obtained two different results on two different days on two different aia-2000 machines that were challenged by the physician. Customer sent data indicating that the aia-2000 labeled jtos1 has poor precision and would like service. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.